Event description:
It was reported that the lead perforated the patient's vein. The lead was capped on (B)(6) 2011. On (B)(6) 2011 the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.